Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on all available information, a definitive cause for the reported slda could not be determined. The poor visualization issue was due to the procedural condition. Additionally, the reported mitral regurgitation was a cascading effect of the reported slda. The reported mitral regurgitation is listed in the instructions for use, mitraclip ntr/xtr, (potential complications and adverse events section), as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed on the index clip to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2019 one mitraclip xtr was implanted reducing mr to grade 1-2. The following year, on (B)(6) 2020 a redo mitraclip procedure was performed for recurrent mr grade 4. A single leaflet device attachment was noted; the anterior leaflet had come out of the mitraclip. On (B)(6) 020, there was some shadowing on the imaging from the index clip, but two additional mitraclips were successfully implanted reducing mr to 1-2. One clip was implanted on either side of the index clip. No additional information was provided.